Manufacturer narrative:
Investigation summary no sample was received. What it could have happened is that the plastic hub is placed under the cannulator then the needle is positioned and assembled to the plastic hub adding the silicone to fix it after that a plastic hub is assembled. In this case the needle either was bent or not properly placed inducing that the needle went through the plastic shield and not detected in the next processes. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches.

Event description:
It was reported that the needle precisionglide 30x1/2in experienced needle penetration through the shield which was noted prior to use. The following information was provided by the initial reporter: the needle is out of the shield.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the needle precisionglide 30x1/2in experienced needle penetration through the shield which was noted prior to use. The following information was provided by the initial reporter: the needle is out of the shield.